Manufacturer narrative:
A visual examination of the returned device noted that the stent was partially deployed by approximately 50mm. Two breaks were noted in the stainless steel shaft at approximately 65mm and 155mm distal to the hub handle. It was not possible to retract the outer sheath due to the breaks in the stainless steel shaft. The shaft of the device was dissected proximal to the mounted stent, and the stent was deployed distally through the distal section of the dissected device. A visual examination of the deployed stent and the stent holder found no anomalies. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within a patient's duodenum on (B) (6) 2010. According to the complainant the patient's anatomy was moderately tortuous. During the stenting procedure, as the physician attempted to deploy the stent at the patient's treitz ligament of the duodenum, the handle bent. It was reported that the handle bent in two places; at the proximal stainless steel shaft of the deployment handle, as well as the distal handle. The device was removed from the patient, and upon manipulation was able to be fully deployed. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Based on investigation results of stainless steel shaft broken, this event is now deemed reportable.